Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of strange odor related to a CPAP device's sound abatement foam. The patient alleged to shortness of breath, nasal or throat irritation, headache, feeling dizzy and lightheaded. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was observed in the base unit. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure the device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath.

Manufacturer narrative:
In the previous report, in section d9 returned to manufacturer date was wrongly captured and it was corrected in this report. In the previous report, in section h6 investigation findings code and investigation conclusions code were not captured properly and those were updated along with component code in this report. In the previous report, in section h10 was captured wrongly. The corrected h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of strange odor related to a CPAP device's sound abatement foam. The patient alleged to shortness of breath, nasal or throat irritation, headache, feeling dizzy and lightheaded. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Unknown contaminate was observed on the inside of the ui panel and inside the rear panel. Liquid ingress was observed on the blower, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device.